Manufacturer narrative:
Additional information from the user facility stated that the anatomy was severely tortuous and the physician was unable to fully deploy the stent on the table after it was removed from the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed that the stent was partially protruding through the outer body distal end. The outer body was stretched on its proximal shaft at 4.5cm distal to the strain relief, and the outer body was slightly compressed on its distal shaft at the stent location. The inner body was kinked at 5.5cm and 7.2 cm from its proximal end. The stent was found to be within specifications. Device findings are indicative of stent non-deployment and friction. A definitive root cause for the friction and inability to fully deploy the stent cannot be determined. However, it is probable that severe tortuousity resulted in higher deployment force reducing the force transmission from the inner body to the stent limiting the performance of the device. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
Resistance was encountered during an attempt to deploy a stent in the internal carotid artery with 85% stenosis resulting in the partial deployment of the stent. The physician removed the entire device from the patient and was able to place a different stent successfully. There was no clinical consequence to the patient.

Event description:
Resistance was encountered during an attempt to deploy a stent in the internal carotid artery with 85% stenosis resulting in the partial deployment of the stent. The physician removed the entire device from the patient and was able to place a different stent successfully. There was no clinical consequence to the patient.